Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown t2 gamma nail. If additional information becomes available it will be provided on a supplemental report. Device not returned.

Event description:
In (B)(6) 2013, plaintiff suffered a fall and began experiencing pain in her right hip. Plaintiff presented to (B)(6) medical center in (B)(6) for treatment. On (B)(6) 2014, doctor examined plaintiff and found that she had right hip continued subtrochanteric femur fracture. Accordingly, that same day, doctor performed a right hip trochanteric nailing of unstable 4-part subtrochanteric right femur fracture with cerclige wiring placing defendant's t2 gamma nail in the length of plaintiff's femur. Plaintiff continued to experience discomfort and pain, and on (B)(6) 2014, reported to (B)(6) medical center for treatment doctor diagnosed plaintiff with nonunion right subtrochanteric femur fracture and recommended plaintiff undergo right side exchange nailing trochanteric nail, right subtrochanteric femur fracture, with removal of hardware and allografting. During the procedure, doctor found that defendant's hail "easily backed out, but was discovered to be fractured at the level of the slot for the compression screw." As a result, plaintiff spent the next four days in the hospital for recovery.